Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd spinal¿ needle leaked. No serious injury or medical intervention was reported.

Event description:
It was reported that bd spinal¿ needle leaked. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: lot number 1802018 was received for evaluation by our quality engineer team. A device history record review did not reveal any quality issues during the production of lot number 1802018 that could have contributed to the reported incident. As neither a physical sample nor a picture sample was available for return, a thorough sample investigation could not be completed. Regular inspections and tests are performed during the manufacturing process to ensure product is within specifications, this includes verification of luer quality and leakage testing. Based on the investigation results and the additional information received from your facility stating that the product did not present any inconvenience, it has been determined that the spinal needle is not responsible for the reported defect. Complaints received for this device and defect will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
Due to updated information this event is no longer attributed to a malfunction of a bd device and is therefore not a reportable event. The customer reported that the leak was not caused by the needle. Due to this new information this event is no longer reportable as a malfunction. This event was over reported. Medical device lot #: corrected to 1802018. Medical device expiration date: corrected to 2023-01-31. Device manufacture date: corrected to 2018-02-21.

Event description:
It was reported that bd spinal needle leaked. No serious injury or medical intervention was reported. Due to updated information this event is no longer attributed to a malfunction of a bd device and is therefore not a reportable event. The customer further reported that the leak was not caused by the needle.